Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, d9- date returned to mfg, g3, g6, h2,h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had hazy view after repair. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had hazy view after repair. The issue occurred during an unspecified procedure. There were no reports of patient harm.